Event description:
It was reported that customer experienced recurring malfunction alarms identified as malf 12 on pump, with multiple prior occurrences and no notable events before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who arranged replacement pump under warranty, confirmed shipping address, instructed customer to place current pump in storage mode before return, and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump, with customer agreeing to return problematic pump using pre-paid label within ten days.